Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpio size 11 tibia. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had scorpio primary knee for an unknown time. Had knee pain with suspected implant loosening. Doctor replaced the scorpio knee with a triathlon ts knee.